Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of above (30 mg/dl). Reportedly, the paramedics gave the customer glucose gel to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: review of pump data did not confirm any low blood glucose (bg) levels between 10/08/2016 and 10/28/2016. Pump data showed that the user makes bolus requests without entering current bg levels and sometimes still having insulin on board (iob). Making bolus requests without entering current bg levels could lead to low bg levels. There is no evidence of a device malfunction or failure.